Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on 01-jun-2024 & 11-jun-2024 six infusion set tubing was leaking at adhesive patch. The infusion set is long for 36 hours and patient also reported issue of low bg and the value is 32mg/dl. No further information available.

Manufacturer narrative:
Supplemental report (B)(4). Correction: this MDR is being submitted to correct the submitted medical device details mentioned under d1, d2a and d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The batch 6003152 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "leakage from connection between the tubing connector and the infusion set (cannula part/base piece)" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6003152 was manufactured according to the work instruction version 68 manufactured in the line 4, on 07/sep/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "leakage from connection between the tubing connector and the infusion set (cannula part/base piece)" and lot 6003152 and other one complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure

Event description:
To date additional patient or event details have been received which is added in h11.